Manufacturer narrative:
Additional information has been provided in d.10, h.3, h.6 and h.10. The company service representative examined the system and found it functioned as intended. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that on multiple occasions the cutter primed successfully, the settings were verified at the beginning of the vitrectomy procedures. During the procedures, when the surgeon went into stand by or paused, the cutter and vacuum defaults to the standard settings. The settings were manually changed and the procedures were completed. There was no patient harm. Additional information is not available for this report.